Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
It was reported that the ventilator had an error code indicating a machine pressure sensor autozero failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the data acquisition (da) board was not seated properly. The se reseated the da board. The customer did not know how the da board was moved. The unit passed performance verification testing.